Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017, it was initially reported by the peritoneal dialysis (pd) nurse that several the pd patients had presented to the peritoneal dialysis (pd) clinic with symptoms of abdominal pain, cloudy pd effluent and subsequently diagnosed with peritonitis post transfer set exchange. During a follow up call to the pd registered nurse (rn) on (B)(6) 2017, further information was received which identified this female patient, on pd therapy since (B)(6) 2017, as presenting reported this pd patient presented to the clinic with peritonitis (symptoms unknown). The pdrn stated that the patient had been on vacation and completing pd exchanges in the hotel room and identified the source of infection as touch contamination. The pd fluid culture results were positive for enterococcus faecalis and the patient was prescribed/treated with vancomycin (route, strength, dose and duration unknown). The patient was not hospitalized and has since recovered from the peritonitis.

Manufacturer narrative:
Conclusion:s there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or the liberty cycler set, single connection. However it is suspected that a breach of aseptic technique, touch contamination was the causal event for peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a (B)(4). On (B)(6) 2017, it was initially reported by the peritoneal dialysis (pd) nurse that several the pd patients had presented to the peritoneal dialysis (pd) clinic with symptoms of abdominal pain, cloudy pd effluent and subsequently diagnosed with peritonitis post transfer set exchange. During a follow up call to the pd registered nurse (rn) on (B)(6) 2017, further information was received which identified this female patient, on pd therapy since (B)(6) 2017, as presenting reported this pd patient presented to the clinic with peritonitis (symptoms unknown). The pdrn stated that the patient had been on vacation and completing pd exchanges in the hotel room and identified the source of infection as touch contamination. The pd fluid culture results were positive for enterococcus faecalis and the patient was prescribed/treated with vancomycin (route, strength, dose and duration unknown). The patient was not hospitalized and has since recovered from the peritonitis.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A pdrn reported the patient was diagnosed with enterococcus faecalis peritonitis on (B)(6) 2017. The extension set was not changed. Wbc count on (B)(6) 2017 was 2739x100/ul and fluid culture results revealed few yeast. Per pdrn the patient was on vacation at the time and was performing exchanges in the hotel room. It was suspected the infection was due to a breach in aseptic technique. Vancomycin was administered, and a repeat cell count on an unknown date was (B)(6). The patient was not hospitalized and recovered from the infection.